Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue. To resolve the reported issue, the representative replaced the viewing station of the imaging system computer on (B)(6) 2016. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, when starting up the imaging system, the screen remained white for ten minutes without advancing. The representative then restarted the imaging system, which resolved the reported issue. The issue was reported during a spinal fusion. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.